Manufacturer narrative:
Analysis of the handpiece found that the device failed the hipot testing and housing was corroded. The parts were replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the handpiece motor overheated before the procedure. There was no patient impact.